Event description:
It was reported that three (3) small volume folfusors underinfused during infusion. The pumps did not infuse completely. There was still 10ml of volume left to infuse when the patient was disconnected after the nominal time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported lot # was 25d031; however, the lot was not recognized in the baxter system. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: h4: the lot was manufactured between april 24, 2024 ¿ april 26, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.